Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable defibrillation lead exhibited loss of capture (loc), decreased r-wave measurements and decreased pacing impedance measurements. The patient was not pacemaker dependent. The lead was observed to have dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received that this lead exhibited a high out of range shock impedance measurement three months later. Additional information was received from the local field representative that the physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
An invasive procedure was performed. The lead was successfully repositioned and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--